Event description:
It was reported that during a photo-selective vaporization procedure of the prostate the fiber glass cap fell off after 133,693 joules with 20:48 minutes of used, and the fiber forward fired. The glass cap was extracted from the patient body, and the physician used a new fiber to complete the procedure without patient complications.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the distal tip of the glass cap was missing. The tip of the metal cap also appeared bent. During functional evaluation, the fiber was tested with a hene (helium-neon) laser fixture, and the aim beam was confirmed to be visible at the fiber tip. The reported event of glass cap fell off and distal end firing is confirmed based on the observed missing glass cap and aiming beam visible at tip. The observed fiber tip damages are consistent with tissue contact during the procedure and/or excessive force to the distal tip of the device. According to the instructions for use (IFU) the user is to maintain a working distance of 2 mm between the tissue and fiber tip during use. Also, the IFU include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Based on analysis result and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate the fiber glass cap fell off after 133,693 joules with 20:48 minutes of used, and the fiber forward fired. The glass cap was extracted from the patient body and the physician used a new fiber to complete the procedure without patient complications.